Manufacturer narrative:
On 5/14/2020, mentor find the correct identity of the right device through mentor device tracking as follow; cat#: 3503754bc, sn#:(B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 31, 2020 mentor became aware that the right side implant received on (B)(6) 2020 and was reported in the left side report with manufacturer report number: 1645337-2019-11658. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 3 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Addition information received on june,12th 2020, indicates that the right device lot number is 5856641, sn#: (B)(6) which was reported as left device identification in previous report. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture unknown baker grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 375cc silicone breast implants which the left side ruptured, and sever capsular contracture unknown baker grade on the right side after implantation. The issue confirmed by mamagram examination. As a result patient underwent bilateral removal and replacements as follow: right replaced with cat#:3504254bc, sn#:(B)(4), left replaced with cat#:3504254bc, sn#:(B)(4). The information also indicated that there was severe capsular comtracture on the right side on (B)(6) 2020. This report is for the right side.